Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage and stent shortening occurred. In (B)(6) 2011, it is noted that the patient underwent a percutaneous transluminal coronary angioplasty(ptca) due to myocardial infarction. Lesion 1 was 82% stenosed, 4.5mm in diameter and 14mm long located in the mild tortuous mid right coronary artery (rca). The lesion was treated with direct stenting of a 4.5x16mm taxus element stent. The stent was successfully deployed and immediate angiography result was confirmed. The physician attempted and was unable to deliver a 3.5x28mm non-bsc stent to the distal rca. During the withdrawal of the non-bsc stent, friction was experienced against the taxus element stent. The non-bsc stent got damaged during removal. A deformation of the implanted 4.5x16mm taxus element stent was noted. The proximal border of the stent looked poorly expanded and the stent had shortened. Post dilation of the taxus element stent was performed with a 4.5x15mm nc quantum apex balloon. Predilation of the distal rca was performed with a 3.5x20mm non-bsc balloon. A 3.5x30mm non-bsc stent was implanted in the distal rca. During the withdrawal of the non-bsc balloon, difficulties were encountered. The balloon got stuck in the struts of the 4.5x16mm taxus element stent located in the mid rca. Inflation of the non-bsc balloon was performed. The taxus element stent was deformed with stent shortening noted. Post dilation of the taxus element was performed with a 4.5x8mm nc quantum maverick balloon. Intravascular ultrasound (ivus) confirmed good stent apposition and expansion with absence of a proximal and distal dissection. Although the stent had shortened, timi flow was 3 with no residual stenosis. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.